Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the lower case wire was pinched and the insulation was compromised. It was also indicated that the display wires were pinched but not compromised. It was also indicated that a case screw was contaminated.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The epg was returned for service. There was no patient involvement.